Event description:
A customer contacted beckman coulter inc., (bec) and reported that about 2 to 4ml of clear blue liquid leaked from the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The unit was in shutdown mode and no results had been run. The laboratory personnel was wearing personal protective equipment (ppe), consisting of gowns, gloves, and goggles. There was no biohazard exposure to mucous membranes or open wounds. No discrepant results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site on (B)(4) 2012. The fse replaced the needle cartridge that had a faulty seal. The fse backwashed vacuum lines and replaced the vacuum choke line under the pump module to ensure proper vacuum for the needle backwash. The fse confirmed proper aspiration and observed no leaks. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Cause of this event was the needle cartridge that had a faulty seal. (B)(4).